Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. No repair was performed, due to lease-up date coming due. The device will be discarded. No further investigation is required at this time. Additionally, the software version was checked. (14.2.05)